Event description:
The family member of a home peritoneal dialysis pt reported that the pt received an overfill of solution during fill 1. The pt has a last fill of 250ml but since pt always reabsorbs this, pt bypassed drain 0 and started fill 1. The family member left the pt momentarily and when they came back, the pt was crying, complained of feeling very full and pt's abdomen was distended. Family member drained the pt and was able to drain 1,700ml of solution. Pt's prescribed fill volume was 900ml. The pt felt relieved after. There was no serious injury or illness.